Event description:
It was reported that the wire was broken on the tip of the mega suturecut needle driver instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.